Event description:
It was reported the ez35w was used during an lavh. It would not staple or cut. This happened with three instruments. The surgeon has not used this instrument before. No buttressing material was used. Bipolar cautery was used to complete the case. There was no consequence to the pt.